Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title comparison of plug-based versus suture-based vascular closure for large-bore arterial access: a collaborative meta-analysis of observational and randomized studies the additional patient effects and related malfunctions are captured under a separate medwatch report.

Event description:
A meta-analysis of comparative studies was performed between the two vascular closure device (vcd) strategies; plug based versus suture-based closure devices, focusing on the most commonly applied vcds manta and proglide. While access-site related vascular complications were less frequent with manta in the observational studies, they were more frequent than with proglide in the randomized studies. The complications linked to the perclose proglide devices included bleeding events [failure to achieve hemostasis] and unspecified failures resulting in bleeding, endovascular stenting, additional closure devices, surgery and additional unspecified vascular complications. Additionally there was no significant difference in mortality between both vcd strategies. It was concluded that while observational studies point to favorable outcomes for large-bore vascular closure with the manta-based technique, randomized controlled trial data show that this strategy is associated with more access-site related vascular complications due to device failure compared with the proglide-based technique. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of plug-based versus suture-based vascular closure for large-bore arterial access: a collaborative meta-analysis of observational and randomized studies."

Manufacturer narrative:
B2, b3: estimated dates. The patient effects of death is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device.